Manufacturer narrative:
The product met specifications at the time of release. The root cause of the reported event could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported to a company representative a patient with an anterior capsular tear requiring a vitrectomy during laser assisted cataract surgery. The laser and surgical portions proceeded without issue; once the cataract was extracted the surgeon removed the instruments from the eye and noted that everything came forward with a big trampoline effect; she additionally indicated that viscoelastics were not used as they normally would have been. Upon beginning the irrigation and aspiration she noted an anterior tear that went to the back of the bag and extended to the side. An anterior vitrectomy was performed and a sulcus intraocular lens was implanted. Acetylcholine ophthalmic solution was used to constrict the pupil followed by a suture to close the eye. The surgeon reports no anterior tears when performing manual capsulotomies versus the laser assisted capsulotomies. Upon additional follow up it was reported that the patient is doing well without further issues.